Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer reported she could not change the date and time in the insulin pump because menu was grey, and she could not select it. All other menus could be selected only time and date was grey. The customer stated selftest passed. The customer stated did a full restart with the insulin pump. The customer stated when insulin pump was starting up again time and date on the beginning could be changed but, in the menu, it was still grey and couldn't be selected. The customer stated had some troubles with her basal settings already because the clock time changed to summertime and she could change this, time was changed for now because of the restart but time and date menu was still unavailable. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.